Event description:
Information received indicates when the CPR is pulled the head section will slam down.

Manufacturer narrative:
The technician found the gas spring was not functioning properly. The technician replaced the gas spring to repair the bed.